Event description:
This was the first unit that was used on the case involving a pt. The blood from the oxygenator was black in color. The unit was changed out for a second oxygenator. At this point it was discovered that the unit had a crack in the gas cap. There was no effect on the pt.